Event description:
It was reported that the patient¿s ilet was not connected to their dexcom g6 after a recent sensor start, and the agent guided the patient to toggle the ilet cgm setting between g7 and g6 and reenter the g6 transmitter serial number and sensor code, after which the issue was resolved; the patient had manually entered a blood glucose of 120 mg/dl during the episode. Symptoms included no reported adverse clinical effects and no alerts or alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education focused on cgm pairing and correct entry of transmitter serial number and sensor code. Investigation of this case revealed an incorrect or incomplete pairing sequence with selection of the wrong sensor type and misentry of pairing credentials, consistent with user setup error and not a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup resulting in failed cgm pairing.